Event description:
It was reported that a routine follow-up appointment, a lead safety switch (lss) was noted due to high, out of range pacing impedance measurement (>2000 ohms) from a competitor's right atrial (ra) lead. The physician elected to reprogram the device back to bipolar sensing and the pacing impedance measurement was stable and within range. However, inappropriate events were stored as non-sustained ventricular tachycardias (nsvt), as well as inappropriate mode switches, due to over-sensed myopotential noise. The physician is continuing with normal follow-ups and the patient was stable with no adverse consequences. The system remains implanted and in-service.

Event description:
It was reported that a routine follow-up appointment, a lead safety switch (lss) was noted due to high, out of range pacing impedance measurement (>2000 ohms) from a competitor's right atrial (ra) lead. The physician elected to reprogram the device back to bipolar sensing and the pacing impedance measurement was stable and within range. However, inappropriate events were stored as non-sustained ventricular tachycardias (nsvt), as well as inappropriate mode switches, due to over-sensed myopotential noise. The physician is continuing with normal follow-ups and the patient was stable with no adverse consequences. The system remains implanted and in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.